Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this patient presented to the clinic with a heart beat of 30 beats per minute. The patient was raking leaves the day before and started to not feel well. The clinic interrogated the device, and found a lead safety switch (lss) was declared for a high out of range right atrial (ra) pacing impedance of greater than 3000 ohms. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. Fluoroscopy was performed, which revealed suspicious areas on the lead. As a result of the clinical observations, this ra lead was explanted. A new ra lead was successfully implanted with the pacemaker. No additional adverse patient effects were reported.